Manufacturer narrative:
(B)(4). D10: 00597206532 - all poly patella standard cemented size 32 mm diameter 8.5 mm thickness - 64940740. 00576401652 - femoral component option for cemented use only size f right - 65011107. 00596403210 - articular surface size ef 10 mm height "use with plate 3 - 64980149. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee arthroplasty. Subsequently, the patient was revised approximately 2 years post-op due to pain. During the revision, it was found that the tibial implant was grossly loose with no cement adhered to the titanium surface. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: sizing of the implant is appropriate. Loosening of the tibial component is seen. A definitive root cause cannot be determined. Complaint is confirmed with the provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.